Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: the air/water and suction cylinders had no color, the plug unit was scratched, the water removal ability was out of standard due to a damaged nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective lens and light guide lenses had chipped adhesive and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera lll gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a white crystallized foreign material resembling powder in the air/water tube and cylinder. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.